Event description:
The customer reported to olympus that the telescope, 70°, 4 mm was cracked. The event occurred during reprocessing for a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Correction to h6 - component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned and evaluated. During the inspection, olympus confirmed the reported event with finding the broken optical lenses. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the event occurred due to excessive use or to the effect of a large mechanical force caused by an impact or fall. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.